Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nursing staff found the pump was running fast. Pump setting: 2ml/hr volume 250ml using the 250ml cassette. Expected to finish in 5 days and yet it finished around 4 hours early according to nursing staff. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation, functional testing and visual inspection were performed. The reported complaint could not be confirmed. The device passed all testing.